Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found the device was cracked on both corners of top case, cracked on both plunger cases and there was a broken bottom case. During occlusion testing, the reported problem was duplicated. The root cause reported issue was found to be normal wear. Combination of white teflon flakes were found on worm coupling facets, the whole motor assembly, leadscrew. The clutch halves were found old, dirty and worn out. Replaced the whole motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion testing and all functional tests, the device passed testing. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error and noisy. No patient injury was reported.